Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The consumer stated that the feet of the lift will not lock into place. The consumer stated, they will transport the patient on the lift for a total of about 15 feet. The consumer stated no injury or property damage.